Manufacturer narrative:
Device received with intermittent button presses. During visual inspection, found the keypad connector on electrical board was properly locked. Problem isolated to the keypad. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons were sticking. The customer¿s blood glucose level was 11.1 mmol/l. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.